Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed and the battery power was low. No injuries were caused.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10 additional contact details: event site postal code:(B)(6) event site state: (B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) device alarmed that the battery was low, and the customer replaced the device in time, and no personal injury was caused. There was patient involvement and no patient harm reported. The device was repaired by a third-party company, and the user was not informed of what was repaired on the device. It has been confirmed that the equipment has returned to normal after being repaired by the third-party company. More than three (3) gfe attempts were performed to obtain additional information and no response was provided and/or product return. No response was provided, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed and the battery power was low. The device was promptly replaced. There is patient involvement, no injuries were caused.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed and the battery power was low. The device was promptly replaced. No injuries were caused.

Manufacturer narrative:
Firm providing updated device identification information in alignment with gudid.